Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported after the procedure that the 30 degree endoscope plus was flipping when installed onto the arm. The technical support engineer (tse) reviewed the system logs and confirmed a camera engagement error on arm2, indicating that the camera instrument stalled on the move to the start position. The tse had the customer inspect, visually and tacitly, the rotation and roll of the camera engagement collar. The customer compared the collar rotation to another camera and noticed a slight amount of friction on the suspect camera, indicating possible bearing failure. The tse recommended returning the camera for failure analysis. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported issue was addressed with phone support. The customer noted friction in the collar rotation. The technical support engineer (tse) recommended to return the camera for failure analysis. No site visit was conducted. The system was working properly and no additional action was required. The missing patient was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.